Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information provided the exact root cause could not be determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that upon insertion of the iol into the eye one haptic was noted to be bent. The incision was enlarged, no sutures necessary. A backup lens was implanted with no issue. The patient received the usual post-op treatment and the prognosis is very good. According to the physician, loading error was the likely cause of the event.